Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection was performed, and the following observations were noted: condition good. Tamper seals were intact. Functional and delivery testing was conducted. The event history logs showed a system default error. The device was powered up and error presented. Reported event was duplicated during testing. The reported issue was confirmed. The root cause of the reported event was determined to be microprocessor board malfunction. The following actions were taken: replaced microprocessor board. Other repairs included: none. Device passed all functional and device testing after repairs.

Event description:
It was reported that during preventative maintenance, the device presented an error code message. There was no patient involvement.